Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the displacement test due to motor high current draw. They were unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to the compromised force sensor system alarm. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer's father reported via phone call that the he was refilling his son's insulin pump and received a compromised force sensor system alarm. Caller stated that he doesn't know what to do and has never seen that alarm before. Customer's father was going to change out his son's infusion set. Caller stated that the drive support cap appears normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Caller was advised that the pump will need to be replaced. Caller was advised to discontinue use of the pump and revert to a back-up plan. Customer's father called back again to report that the customer's blood glucose was 120 mg/dl an hour prior to the alarm. Caller mentioned that the pump went through a self test. Caller was assisted with clearing the compromised force sensor system alarm.